Event description:
It was reported that the intra-aortic balloon pump (iabp) kept alarming right after insertion of intra-aortic balloon (iab). The staff checked all the connections and hooked it up to another iabp and were still getting constant helium loss alarms. As a result, the iab was replaced. Perfusionist note that when the guidewire was removed it came out kinked. There was no report of patient complications, serious injury or death.

Manufacturer narrative:
(B)(4). Teleflex received the device for investigation. The reported complaint of iab leak suspected is not confirmed. The returned iabc bladder was fully intact with no abnormalities noted. No leak was detected during the functional testing of the device and a guidewire could freely pass through the central lumen. The returned device passed visual and functional test specifications. The root cause of the complaint is undetermined. A device history record (DHR) review was not performed. There was no confirmed product failure with the returned sample. Teleflex assessed the risk for the reported complaint. There are no new or revived risk. This will be monitored for any developing trends.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the intra-aortic balloon pump (iabp) kept alarming right after insertion of intra-aortic balloon (iab). The staff checked all the connections and hooked it up to another iabp and were still getting constant helium loss alarms. As a result, the iab was replaced. Perfusionist note that when the guidewire was removed it came out kinked. There was no report of patient complications, serious injury or death.